Manufacturer narrative:
The device was not returned for evaluation as it was unavailable. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of delivery system leakage and difficulty tracking system through anatomy were unable to be confirmed as no relevant imagery or device was returned for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation, indicating the device was not damage out of the box. For the complaint of difficulty tracking system through anatomy, as reported, ''during the procedure, the delivery system had a difficult time transitioning the arch. It seemed to be hung up on calcium and the arch was tortuous. However, once positioned the valve would not deploy and blood was seen in atrion. The valve/delivery system were removed with no withdrawal difficulty noted. The area of leakage could not be determined.''. Per provided information, patient presented a very calcified and tortuous anatomy. Obstructive calcification may have prevented the advancement of delivery system. The valve may have interacted with calcium nodules in the advancement pathway and the system was unable to be progress further. Additionally, tortuosity (compounded with calcification) could create a challenging pathway while tracking the delivery system by presenting difficult non-coaxial angles and/or physically constraining system manipulations, leading to the reported difficulty to track the system through anatomy. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported events. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. For the complaint of delivery system leakage, per the event description, ''the valve would not deploy and blood was seen in atrion. The valve/delivery system were removed with no withdrawal difficulty noted. The area of leakage could not be determined.''. As the customer stated that the valve was unable to be deployed and that blood was seen in the atrion, it is possible that the leakage was from a burst balloon. The customer reported difficulty tracking the system due to calcification in the patient anatomy. It is possible that this calcified nodules within the landing zone can also impinge the balloon during inflation, compromising the balloon wall structure and subjects the balloon to a higher risk of burst. This burst balloon can potentially open a pathway for blood to travel through the balloon shaft and eventually to the atrion inflation device, leading to the reported delivery system leakage. Available information suggests that patient factors (calcification) may have contributed to the reported events. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : discarded.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 29mm s3 valve. During the procedure, the delivery system had a difficult time transitioning the arch. It seemed to be hung up on calcium and the arch was tortuous. However, once positioned the valve would not deploy and blood was seen in inflation device. The valve/delivery system were removed with no withdrawal difficulty noted. The area of leakage could not be determined. A new one was prepped. The 2nd system was used and the valve was delivered successfully. No photos/images are available and the delivery system was discarded. The patient was discharged home.